Event description:
The customer stated that she tested her blood glucose and received a reading that was higher than usual. While troubleshooting, she performed control tests and received a result of 293 mg/dl. The normal range was 99-136 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.